Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial/batch: (B)(6).

Event description:
It was reported that patients spinal cord stimulator lead had migrated and patient was not able to get enough pain relief. The patient underwent spinal cord stimulator lead repositioning procedure.